Manufacturer narrative:
The lot was manufactured from march 6, 2023 - march 8, 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked after 30 minutes of chemotherapy infusion. This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.